Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported by the customer that the blue gland ("dot") on the smartsite located at the distal end of the bag spike device was oval instead of round, which caused a leak when connected to an unknown product referred as a "pigtail". It was reported that in addition to the oval shape to the smartsite, the spike of the bag access device was bent at an angle, when it was supposed to be straight. It was later reported that the devices were used for chemotherapy infusions. Although requested, information regarding patient impact were not provided.

Event description:
It was reported by the customer that the blue gland ("dot") on the smartsite located at the distal end of the bag spike device was oval instead of round, which caused a leak when connected to an unknown product referred to as a "pigtail". It was reported that in addition to the oval shape to the smartsite, the spike of the bag access device was bent at an angle, when it was supposed to be straight. It was later reported that the devices were used for chemotherapy infusions. Although requested, there has been no response to patient harm or additional event information made available to date.

Manufacturer narrative:
The customer¿s report that the, ¿smartsite gland opening is oval instead of round", was confirmed. A photo provided by the customer observed an oval in shape in the smartsite luer lock and the slit in the piston lines up with the shorter diameter of the piston head compared to a new smartsite. The root cause of the oval shaped smartsite could not be determined.